Event description:
It was noted there was a loss of capture on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Lead insulation damage was suspected. During the rv lead explant procedure, the rv lead insulation broke. The rv lead was capped. A new leadless device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.